Event description:
The reporter called and alleged discrepant results on three patients when compared to a lab. The device results reported were 7.5, 6.2 and 7.1 inr. The corresponding lab results reported were 5.6, 4.5 and 4.8 inr. The reporter declined product replacement.